Manufacturer narrative:
Stryker spine sent an "urgent recall letter and product accountability form" dated july 26, 2016 to all affected customers. For patients who have had an acculif posterior lumbar (pl) expandable interbody implant, stryker spine is recommending routine clinical and radiographic post-operated evaluation. Should the patient report any change in or develop near-onset symptoms, more urgent clinical and radiographic evaluation should be completed. The patient received recall information from their surgeon.

Event description:
It was reported that a patient underwent a revision surgery in (B)(6) 2017 due to a migrated implant. The patient is experiencing pain in the abdominal area and in low back.

Manufacturer narrative:
Result: visual, dimensional, functional and material analysis could not be performed as the device was not returned. X-rays, medical records and clinical history of the patient were not provided for evaluation. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. There were no previous similar complaints for the reported lot. No further investigation can be performed at this time based on the information provided. The cause of the reported event could not be determined.

Event description:
It was reported that a patient underwent a revision surgery in (B)(6) of 2017 due to a migrated implant. The patient is experiencing pain in the abdominal area and in low back.